Event description:
It was reported that a holter monitor showed notable pauses on the pulse generator. The device was interrogated on (B)(6) 2013 and was within normal values. The patient would be followed at 6 month intervals. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.